Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained low blood glucose. Called the paramedics and she was hospitalized. The blood glucose reading was 30 mg/dl at the time the paramedics arrived. Customer stated that she did not eat and exercised too much prior to hospitalization. Nothing further was reported.